Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that he is not able to obtain a rigid enough erection. The patient stated that he is able to transfer fluid to the cylinders but does not feel it is ample enough for sexual activity. The patient attempted to reset the device but was unsuccessful. No surgical intervention has been informed, and no additional information was provided.